Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 02/13/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is unclear if the nerve division was related to the mesh procedure, what was the indication of the nerve division on (B)(6) 2015? Was the nerve division on (B)(6) 2015 related to the mesh? Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation.

Manufacturer narrative:
Product complaint # (B)(4). It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and the mesh was implanted. It was reported that the patient had a 6 by 4 mesh with 45 tacs and mesh rolled up as the plug. It was also reported that the surgeon suspected nerve entrapment and on (B)(6) 2015, due to the pain, the patient had nerve division. A follow up was conducted for the patient on (B)(6) 2016 which found the patient still in pain and discomfort. It was reported that the patient was still unable to engage in mild physical activity apart from walking. It was also reported that the patient was referred to a physiotherapist. It was also reported that the patient was sent for CT scans because he began complaining of some pain in his left groin as well. Additional information was requested and the following was obtained: -what was the indication of the nerve division in december 2015? Right inguinal pain. -was the nerve division in (B)(6) 2015 related to the mesh? Yes, the patient complained of the pain, dr diaz offered the nerve division to see if that would be of any help. -were any concomitant procedures performed? No -onset date/time of the pain from surgery? From dr diaz¿s recollection, very soon after the primary hernia repair with dr sidhom. -location and character of the pain? Right inguinal pain. -is there any specific activity that precipitated the pain or eased the pain? Just regular walking, bending, raise legs up to hips this would exacerbate the pain. The patient was unable to return to work due to the pain. -what medical intervention was given for the pain management? Referred to a pain clinic as well as a physiotherapist. Dr diaz saw the patient a few times for follow-up after partial mesh removal in (B)(6) 2016 however, there was nothing else dr diaz could offer to resolve, patient was still suffering from pain. -if reoperation was performed please provide date and surgical findings no, only procedures were (B)(6) 2015 nerve division, then (B)(6) 2016 partial mesh removal. -what type of procedure was done in (B)(6) 2016? What was partially removed? Was the device removed? If so, please date and details of the re-operation. The site was heavily scarred, it was then a partial mesh removal. Additional adverse events reported will be submitted via mw# 2210968-2020-02815.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the patient had a 6 by 4 mesh with 45 tacs and mesh rolled up as the plug. It was also reported that in (B)(6) 2015, due to the pain, the patient had nerve division and then in (B)(6) 2016 had a partial removal. It was reported that the patient has been to pain specialist and specialist has been on lyrica for 4 years to help relieve the pain.